Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized for blood glucose (bg) ranging from 396-416 mg/dl, dehydration, and dizziness. Customer was treated with insulin drip and long acting insulin. Reportedly, customer alleged pump was not delivering insulin. Customer reported that no insulin exited the tubing when the fill tubing step was performed. Additionally, it was reported that the pump time and date were incorrect. Per customer, the cause for date and time inaccuracy was unknown. Customer reported that the battery was depleting rapidly and subsequently the pump shutdown. Additionally, it was reported that the pump fill estimate was inaccurate. Customer declined troubleshooting. Customer was released from the hospital on (B)(6) 2019 with no permanent damage and customer reverted to manual injections for alternate insulin therapy. Customer successfully updated the time and date.